Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. The device was not returned for evaluation. However technical assistance center (tac) provided remote troubleshooting and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor the performance of this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the subject device had to be ¿rebooted¿ the unit 3 or 4 times and displayed the error code 10. The issue was observed during a demo session. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.